Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During testing, the keypad cover was removed and contamination was found under all key contacts. Additionally, a leak test was failed by the pump and indicated a battery compartment leak. During a visual inspection of the pump, the battery compartment was observed to be cracked with visible corrosion due to moisture inside. Unrelated to these issues, the keypad cover was peeling off the pump. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed contamination under keypad button contacts, a battery compartment crack and leak, and visible corrosion in the battery compartment. This report is made based on results of investigation completed on (B)(4) 2014.